Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a flat left ventricular (lv) channel. Technical services (ts) reviewed and noted that the sensing had been turned off for this lv lead; however, it was not possible to rule out loss of capture (loc). Ts provided troubleshooting options. This product remains in service. No adverse patient effects were reported.